Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced a loss of stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced on (B)(6) 2022 to address the issue.

Manufacturer narrative:
A lead experiencing high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The lead was replaced to resolve the issue.